Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluated will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy in the medical surgical care rea. The customer reported that the pump was set up for a secondary infusion of 100ml of potassium and the pump only delivered 50ml. It was also reported there was no patient injury.